Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A physician reported that a patient felt eye discomfort following an intraocular lens (iol) implant procedure. Hematology test showed neutrophils increase, high sensitive c-reactive protein increase, slight conjunctival hyperemia, transparent cornea, and a large number of roaming cells with a small amount of pigment granules in the anterior chamber. After treatment for one day, the inflammatory cells in anterior chamber decreased. Currently the patient is stable. Additional information received indicating that the inflammation is endophthalmitis. The patient was treated with medication and the symptoms resolved.